Event description:
Caller reported a malfunction alarm on pump with code malf 15. There was no adverse impact to customer¿s blood glucose level. Technical support assisted caller with resetting pump, and malfunction code did not recur. Caller was advised to continue using pump and to call back if malfunction code recurs.